Event description:
Pt reported receiving recurring 04 (occlusion) alarms. She indicated that her blood glucose level registered "high" on her glucose meter. Pt changed power packs, cartridge, piston rod, infusion set, and her blood glucose remained elevated. She stated that she was using a new infusion site area. Pt reported that everytime she attempts to administer a bolus, she receives the alarm. She admitted that the infusion device had been dropped, but there were no visible signs of damage. Pt indicated that the time was set incorrectly. She stated that she did not have any symptoms of elevated blood glucose due to nerve damage. The infusion device was reset and a 5 unit bolus was administered properly. Pt administered an insulin injection to address the issue. No medical assistance was reported. Product was requested to be returned for evaluation.